Event description:
Event description cpi received information that this sweet tip rx lead was an attempted implant. At the procedure, during the attempt to reposition the lead, the helix tip broke off.